Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was ordered. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that there was no power in the workstation and the system would not boot up. No pt injury was reported.